Manufacturer narrative:
The investigation into the reported purge leak was completed. The device was not returned for evaluation. The root cause of the purge leak was most likely sidearm yellow luer damage as reported by the clinical team. This report is being filed as part of a retrospective review of historical records. The failure modes will be monitored and trended.

Event description:
The user facility reported that a 48-year-old male patient implanted with the impella 5.5 for mechanical circulatory support experienced a purge leak. The team started sodium bicarbonate through the purge since the patient suffered a stroke. After more the 14 days on sodium bicarbonate purge, the purge sidearm yellow luer began to leak. No alarms were present, and the purge flows/pressures were within normal range. The team did not want to replace the pump, so the impella ran, while leaking, for the next couple of weeks. There were no reports of harm to the patient.

Manufacturer narrative:
This file is being submitted as part of a retrospective review of historical records after which medical safety has updated the report type. Corrected information for the initial MFR 1220648-2023-04109 was provided in sections b1, b2, b5, d6a, d6b, h1, and h6.

Event description:
In addition, it was reported that on (B)(6) 2022 heparin was removed from purge solution due to concern for stroke. The patient was sent for a CT scan and a subdural hematoma noted. Neurosurgery declined craniotomy due to need for anticoagulation. The patient was alert and lethargic but does not have left sided function. A craniotomy was performed, (B)(6) 2022, and heparin was continued to be withheld due to the head bleed. On (B)(6) 2022 it was noted that care was withdrawn, and the patient expired. Medical safety review of the event noted there is not enough information to exclude the impella device as an associated factor in the patient's demise.